Manufacturer narrative:
Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm with prior to low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.